Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02169. It was reported that one of the patient's supra-orbital leads migrated and became superficial. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Additional information: based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.